Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) alarmed unplugged trainer while patient cables were plugged in. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and replaced pcb front end to fix the issue of red bp port being broken. Unit passed all functional tests per factory specifications. Product passed all functional/safety testing. The failure analysis and testing department received the front-end board with a reported unit failure message of alarmed unplug trainer. Performed visual inspection of this part received and part looks to be in good condition. Installed the front-end board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of alarmed unplug trainer. Front end board passed testing. Board sent to the supplier for analysis as per procedure. The non-conformances with the returned components were not confirmed. However, the root cause is not confirmed. The failure analysis and testing dept. Received part from the supplier. The supplier performed hi-pot, in circuit testing and functional testing and no issue was found. The board passed testing. Retained the board in the fat per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.